Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02050. It was reported, the pt had redness at her lead site and had developed an infection. The pt allegedly wen to the ER on (B)(6) 2012 and the lead wound site was drained. Her implanting physician removed the entire scs system on (B)(6) 2012 and noted the ipg site also looked infected. No further info is available at this time. F/u indicated the pt was treated with antibiotics and referred to an infectious disease physician.